Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for it was not possible to see through the device, unable to get focus. A visual inspection was performed and showed the scope to have distal tip damage, a cracked weld, and cracked internal lenses. This damage is caused by contact with another source.

Event description:
It was reported that was not possible to see through device, unable to get focus. There was not delay in case and back-up device was available. No patient injury was reported.